Event description:
It was initially reported by the company representative: "there were 2 caregivers transferring a patient from the bed to a chair. They had the patient lifted from the bed and while moving the lift/patient to the chair, it tipped over sideways and fell to the floor. The lift hit the caregiver in the shin causing a contusion. The patient was not injured." Please refer MFR report # 3007420694-2013-00071.